Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging liver disease/toxicity. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging liver disease/toxicity. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. No medical intervention was specified by the patient. In the previously submitted report, section h6 had incorrect evaluation results code, component code and conclusion code, which have been updated/corrected in this follow-up report.